Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead and the atrial lead exhibited noise oversensing. The physician planned to revise the leads. During the procedure, the physician observed that there was insulation damage on the rv and atrial lead. The physician explanted and replaced the rv and atrial leads. The patient was stable throughout.